Event description:
The pt reported being hospitalized on (B)(6) 2011, due to ketoacidosis, weakness, and vomiting. He stated the insulin cartridge had been reused for 3 months and insulin leaked leading to elevated blood glucose of 450 mg/dl. The pt was advised to change the insulin cartridge and infusion set and his blood glucose returned to normal. He was treated with insulin injections and was released from the hospital on (B)(6) 2011. The pt's normal blood glucose range was not provided. The alleged cartridge was discarded. No product will be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report. No product will be returned for eval.